Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. A paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, or the presence of pre-existing patient conditions. Most likely, the cause of the pvl was due to the valve being constrained. However, without an angio or cine to review, the reason that the valve was constrained was unable to be determined. This event does not indicate device misuse or malfunction. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, mild to moderate paravalvular leak (pvl) was noted. The depth of the valve was approximately 3 mm on both the non coronary cusp and left coronary cusp. The valve appeared constrained at about 6-8 mm from the bottom. After 10 minutes, a balloon aortic valvuloplasty (bav) was performed with no change in pvl. Subsequently, a second transcatheter bioprosthetic valve was implanted at the same depth and resolved the pvl. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.